Manufacturer narrative:
(B)(4). Event occurred on an unknown date in 2014, prior to (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal antibiotics for two weeks (name, dose, and frequency not reported). The patient recovered from the peritonitis event. The action taken with pd therapies was not reported. No further information is available.